Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2020. A manufacturing record evaluation was performed for the finished device lot number al8018, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: which tissue layer, at which location was the suture, was used to close? Orificium vaginae. The amount of time between the suture placement and the "pre absorption"? The surgery was performed on (B)(6) 2019, and it was found the problem of absorption on (B)(6) 2020. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Unk. Was any surgical intervention performed specially re-suturing? Explain unk. Any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose unk. Procedure date? It was on (B)(6) 2019. Was the suture removed in a routine post-op procedure? Please clarify.unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the suture removed in a routine post-op procedure? Please clarify. Which tissue layer, at which location was the suture, was used to close? The amount of time between the suture placement and the "pre absorption"? Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Was any surgical intervention performed specially re-suturing? Explain any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose procedure date?

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2019, and suture was used. On (B)(6) 2020 following the procedure, it was reported that the suture did not absorb. The suture was removed. There were no adverse patient consequences reported. Additional information has been requested.